Event description:
It was reported that when an asymptomatic patient presented in-clinic for a routine follow-up high, out of range, high voltage lead impedance alert was observed. The lead was capped and replaced. Patient was doing well after the event.